Manufacturer narrative:
The impella lp 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old (B)(6) male had impella lp 5.0 pump inserted smoothly. On the eleventh day after the insertion while during weaning, cerebral infractions happened. The physician thought that the patient's cerebral infractions were related to the impella because he thinks some thrombus was blown out by impella. The patient expired after explant of impella because the patient did not want to have active treatment anymore.

Manufacturer narrative:
The root cause of the cerebral infarction is unknown. No evidence relating impella to the infarction was identified. The motor current recorded during the case indicates the impella was providing hemodynamic support within specification.